Event description:
In 2005, the co was notified that the pt's device was explanted due to an infection which passed bacteria from the tracheostomy to the implant incision site. The pt was reimplanted with another advanced bionics cochlear implant.